Event description:
It was reported that during a vena cava filter retrieval procedure, the physician was unable to advance a guide wire inferior to the renal takeoffs via jugular access. Femoral vein access was gained, a contrast injected vena cavagram demonstrated thrombus inferior to the filter and to approximately 4-5 cm superior to the filter. The filter was reported to be in an upright position. A CT scan will be performed to evaluate the thrombus in the ivc and a plan for treatment will be addressed. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.